Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1 - first/given name: unknown/not provided, as information was asked but it was not provided. Section e1 - last name: unknown/not provided, as information was asked but it was not provided. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis symfony toric intraocular lens (iol), ultraviolet (uv) filtering posterior chamber biconvex lens, model zxt100 that has a similar device, tecnis symphony zxt series which is distributed in the unites states under PMA p980040. Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an examination on (B)(6) 2025, it was discovered that the toric intraocular lens (iol) implanted 11 years ago was moving outwards. The medical team is attempting to center the iol again, with an explant planned only in case of emergency. Two backup iols were requested for the upcoming operation. Through follow ups we learned that the patient is experiencing visual disturbances. The surgery is scheduled for (B)(6) 2025. Further information received indicated that because the toric iol is no longer centered, his vision is significantly worse as the optician noticed during an eye exam to receive new glasses requested by the patient; however, the patient was referred to the surgeon. It was indicated that no double vision or halos were experienced by the patient. No further details were provided.

Manufacturer narrative:
Additional information: additional information was received on july 29th confirming that the previously implanted iol was re-centered. Therefore, the following field has been updated accordingly to add the related impact code: section h6 - health effect - impact code: 4625 - additional surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: on 22 september 2025, we received information that the surgery was on the right eye and that during the procedure, the intraocular lens (iol) was repositioned rotationally. The centering of the iol did not work, and the lens slipped again. Another surgery is necessary and has been scheduled for (B)(6). The surgeon wants to check whether the capsular bag still allows for a new tecnis symfony to be implanted; otherwise, they will resort to an artisan lens. Patient's date of birth was also provided. Corrected data: the following fields were updated accordingly: section a2 - date of birth: (B)(6) 1948. Section h3 - device evaluated by manufacturer: yes. Section h6 - the codes provided are all the applicable codes for the event. Device evaluation: product testing could not be performed since the device was not returned for evaluation (the lens remains implanted). Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: on 28 october 2025 it was confirmed that the original lens was explanted on (B)(6) and an artisan lens was implanted instead. Corrected data: the following fields have been updated accordingly per new information received: section d6b: if explanted, give date: (B)(6) 2025. Section h6: health effect - impact code: 4629 - device revision or replacement. Section h6: type of investigation: 4114, device not returned. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.